Event description:
It was reported that they were getting an ec100 and image transfer errors, resulting in the patient having tobe re-exposed. It was determined that the fiber optic cable and the pci card need to be replaced. Once this was done the system is working as intended.